Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 411mg/dl. It was stated that the customer experienced vomiting and ketones. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a fixed prime test and the insulin did exit. The caller did not have a tubing clamp at the time. The father declined further troubleshooting as he stated that the doctor recommended having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report # 3004209178-2012-88573. Mfg. Report 2 of 2, medwatch report # 3004209178-2012-88574.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No moisture damage noted on electronic assembly, on motor or in reservoir compartment. The insulin pump had a scratched display window, cracked battery tube threads and a missing end cap sticker.